Event description:
It was reported that a fracture was observed on an abbott lead. No patient information, model or serial was provided by the nurse. Further information was attempted to be obtained but was not available.